Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: endostich jammed up right out of packaging and could not use in surgery. No adverese events or injuries reported.